Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The device was received with broken off reservoir tube lip. The reservoir was unable to lock in place due to reservoir completely broken off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lip of the reservoir tube is completely broke and little plastic pieces are missing. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. The product was not returned for analysis.